Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 30 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include dizziness and nearly passing out. Once at the hospital the patient was treated with intravenous fluids. The patient was at the hospital for 2 hours. The patient removed their pod on the same day as this call.